Manufacturer narrative:
Upon reassessment of the reported event, it was determined on MDR should not have been filed under the current MFR number. This event will be reported on 0002648920-2017-00691.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown, unknown head, unknown 00771100910, femoral stem 12/14 neck taper plasma sprayed press-fit cementless, 63083432 00500104900, shell 49 mm o.d., 62624636. Customer has been indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2017 - 07504. Remains implanted.

Event description:
It was reported that the patient underwent a right hip arthroplasty. Subsequently, the patient is experiencing pain and dislocation. No additional patient consequences were reported. Attempts have been made and additional information on the reported event is unavailable.